Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 200 ohms. The left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The device and rv lead were explanted. The lv lead remains actively implanted. No adverse patient effects were reported during the procedure.